Event description:
It was reported that the ventilator was giving inconsistent breaths. It is unk if the ventilator had an audible alarm when the reported problem occurred. The pt turned blue and was manually ventilated. No pt harm reported. The ventilator was bench tested later but no problems were found.